Manufacturer narrative:
Device not marketed in the u.s; similar device available. Product evaluation: analysis results are not available; the device has been forwarded from international site, not yet received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
When preparing for a thyroidectomy, the anesthesiologist tested the nim flex emg tube for patency; it worked as expected. The patient was intubated with the emg tube in the induction room prior to surgical incision; 5-7 ml of air was used to inflate the cuff, and pressure reading of the cuff measured with a manometer read 30 mbar. ¿for anesthesia usual narcotics were used, no problems occurred during intubation of the tube. Then they blocked [checked] the tube on both sides the same breath sounds, but it sounds not well. The team relocked [deflated and inflated] the tube and they try to find out was wrong. First the team was thinking about problems with the narcotics. But after unlocking [deflating] the status of the patient was better. They blocked [inflated] again and got wrong breath sounds again.¿ they then used a laryngoscopy system to see if there were problems within the tube. The team saw that the inside lumen of the tube was blocked. They then ¿decided to change the tube; no more problems occurred. The patient was oxygenated the whole time, so there are no negative consequences for the patient.¿

Manufacturer narrative:
Product evaluation: 1 opened sample part number 8229980, from lot number 0212660127, was received for analysis. In an ¿as received¿ condition there was no occlusion of the main tube inside diameter. A syringe was used to inflate the cuff with 15cc of air. Mild pressure was applied to simulate intubation and in less than 15 seconds the inside diameter began to delaminate and block the airway path which would have resulted in the reported event of tube ¿blocked¿. Using the 8.0mm inside diameter as reference, the delamination / separation of the pvc layer measured approximately 6.2mm (or 75% occlusion) from the wall which is out of specification. The approximate location / orientation of the occlusion on the inside diameter was centered around the inflation assembly and measured approximately 1-1/2¿ long. The tube was deflated and the obstruction receded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.